Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist stated their clinical findings of class I dental malocclusion, class ii dental malocclusion, asymmetric dental midline/arch position, open bite, tmj. Their recommendations orthodontic treatment is advised at this time to improve alignment and bite. Due to the presence of a posterior open bite. Recommended continuing orthodontic treatment using buttons and rubber bands to help correct bite. Patient should be seen regularly to monitor overall dental progress. Dental/tmj clearance prior to orthodontic treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.